Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure was attributed to a component failure. The large suturecut needle driver part#: 471296-07/ lot/serial#: (B)(4) was last used on (B)(6) 2022 on system sk1728 with 6 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument was found to have an exposed cable at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the issue was discovered during central processing and there were no reports of exposed wires on the instrument prior to the processing.